Event description:
It was reported that the patient's device was loose and there was fluid in the pocket. It was noted that the patient's device pocket was "filled with fluid and pressing on nerves" and the device was "sticking out like a hernia." The patient's device "turned over and over" because the pocket was "5 times what it should have been." It was indicated that when the device was removed, the patient was told that there was "fluid inside the battery pack" and the device "was dented and had damage." (B)(4).

Event description:
Corrected: it was reported that the patient's device was loose and there was fluid in the pocket. It was noted that the patient's device pocket was "filled with fluid and pressing on nerves" and the device was "sticking out like a hernia." The patient's device "turned over and over" because the pocket was "5 times what it should have been." It was indicated that when the device was removed, the patient was told that there was "fluid inside the battery pack" and the device "was dented and had damage." Please see mfg. Report no. 3004209178-2013-07182 regarding this device/emi and mfg. Report no. 3004209178-2013-07009 regarding the patient's current device revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Product ID: 3093-28, lot# v302162, implanted: (B)(6) 2009, product type: lead. (B)(4).